Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the continuous glucose monitor history was displaying as inaccurate. History being inaccurate was a result of customer not adjusting the date and time on pump before starting sensor session. There was no reported impact to customer's blood glucose. Reportedly, customer adjusted time and date on pump resolving the issue.